Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, d10, g4, g7, h2, h3, h6, h10. The device was not returned to maquet cardiac surgery for investigation, however, a photograph was provided by the account. A photographic evaluation was conducted. The device was observed in the opened plastic product tray. Signs of clinical use and no evidence of blood was observed. The delivery device was observed inside the loading device, with the intact seal visible in the loading device window. The aortic cutter case was observed to be be cracked at the base of the aortic cutter case. The aortic cutter was observed to be deployed, however the cutter blade was not observed in the photograph due to the aortic cutter being capped. Based on the non-return of the device as well as the photographic evaluation, the reported failures "premature activation" and "break" were confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot # 3000293481 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the failure modes are being maintained and documented under maquet's corrective and preventive action (CAPA) system h3 other text : device not returned.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) aortic cutter puncture had been triggered before they used it. Then they changed another product to complete the surgery. Based on the photo provided by the complaintant, premature activation and a break was observed. It was no procedural delay. There was no harms to the patient.